Event description:
The customer reported the system displayed an overload fault. This will result in a system shut down without command. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found that after warm-up the system operated as intended. The system operates as intended.